Event description:
During a clinic follow-up, a loss of capture, episodes of undersensing, and low pacing impedance were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of failure to capture, undersensing, and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis with the helix noted retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.